Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer printer was noisy. The printer was intermittently noisy. Replaced the printer. Replaced printer drawer as preventative action. It was also noted that there was a missing keyboard and keyboard slide cover, missing power cord bay door, a broken right keyboard hinge, broken upper and lower display bullets, the stylus tip was observed to pull apart (stylus was non-functional) and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer printer was noisy. The programmer was returned for service. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.